Event description:
While firing the stapler it misfired and a piece of the staple came off. It was retrieved and is not in the patient. Part of operative report. Once the stomach was completely mobilized, we first started out with the green cartridge to make the sleeve. This went well. With the second stapler, we did use a reinforcement material and right in the middle without a snap and the staple kind of broke free; the staple did not advance too much. The staple was just halfway through it and we did not cut through it. Therefore, once we removed the stapler, we noted the blade came off of it, so we removed the stapler also and cleaned it up. The staple was kind of formed, but the end of it was half formed, so therefore we cleaned all this out and decided to go ahead and use the articulating 45 for the next two firings which are sturdier.

Event description:
While firing the stapler it misfired and a piece of the staple came off. It was retrieved and is not in the patient. Part of operative report. Once the stomach was completely mobilized, we first started out with the green cartridge to make the sleeve. This went well. With the second stapler, we did use a reinforcement material and right in the middle without a snap and the staple kind of broke free; the staple did not advance too much. The staple was just halfway through it and we did not cut through it. Therefore, once we removed the stapler, we noted the blade came off of it, so we removed the stapler also and cleaned it up. The staple was kind of formed, but the end of it was half formed, so therefore we cleaned all this out and decided to go ahead and use the articulating 45 for the next two firings which are sturdier.